Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that approximately 2 months ago, the customer attempted to fill a cartridge with 300 units of insulin, and was unable to inject all of the insulin due to receiving back pressure from the cartridge. The customer then injected as much insulin into the cartridge as possible and loaded the cartridge, and received an inaccurate fill estimate. The customer re-entered the load process to add additional insulin, and then received a minimum fill message. The customer then received a fill estimate of 200 units and the customer continued using the cartridge for continued therapy. Additionally, the customer reported receiving multiple, intermittent occlusion alarms. However, the customer declined to provide additional information or troubleshoot for the events. Reportedly, since the started the pump, the customer experienced elevated blood glucose (bg) levels "off and on"; however, declined providing additional information and ended the call.